Manufacturer narrative:
(B)(4).

Event description:
It was reported ", after the catheter inserted into the patient, the blood was found in the helium pathway and there is a hole in the middle of the balloon, and it's leaking blood after the catheter removal." Additional informaiton states that once the catheter was removed it was replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Three leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) leak sites con-sistent with contact from a sharp object were noted on the bladder membrane at approximately 18.5cm, 21.2cm and 22.3cm from the iabc distal tip. No other leaks were detected. A lab inven-tory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the helium pathway" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object were found on the iabc bladder and this caused the reported complaint. No other leaks were detected during func-tional testing. Based on a review of the device history record (DHR), the product met specifica-tion upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, the blood was found in the helium pathway and there is a hole in the middle of the balloon, and it's leaking blood after the catheter removal." Additional informaiton states that once the catheter was removed it was replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".